Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (58 mg/dl). Reportedly, customer may have not accounted for carbohydrates consumed.